Event description:
Customer unable to test on the advantage meter due to no power. He subsequently went to the veteran's administration and tested 350 mg/dl on a professional device. Customer was given 25 units humulin 70/30 at the va. Requested return of suspect device and replacement was sent.